Event description:
This is a report of inadequate iodine in a minicap that was identified before use by a patient. The minicap sponge was dried out of iodine. However, the sponge was brownish color, indicating that the sponge had iodine at some point in time. There was no patient involvement; therefore, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device manufacture date: 07/18/2014 ¿ 07/25/2014. The actual device and companion sample were received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion minicap sample by pressure testing the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap was identified. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 07/18/2014 ¿ 07/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.